Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 5 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that low draw occurs during use with 7 bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: vacuum failure occurs at the time of sample collection. Tube drain failure reported by customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that low draw occurs during use with 7 bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: vacuum failure occurs at the time of sample collection. Tube drain failure reported by customer.